Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/1/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/18/2015 with the following findings: a review of the pump black box did not reveal any pump reboots. The ¿no power¿ issue was unable to be duplicated during the investigation. The returned battery cap secured to the pump and maintained an electrical connection. The battery compartment was found to be intact with no damage or cracks observed. There was no evidence of moisture found inside the battery compartment. The pump was exercised for 24 hours with no power interruptions occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump. Unrelated to the original complaint, the audio bolus button cover was found to be detached from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.